Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number pj5578, and no non-conformances were identified. Investigation summary: a failed suture needle was for fractographic evaluation. The components were identified as product code jv987. A fracture was observed at the suture attachment sample b. Sample b was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional information was requested, and the following was obtained: was the needle retrieved? Yes. Were are any adverse patient consequences and what medical/surgical intervention was performed to manage them - the aponeurosis had to be pricked several times, but the patient had no consequences.

Event description:
It was reported that the patient underwent a hemoperitoneum procedure on (B)(6) 2020 and the suture was used. At the closing of the coeliotomy holes, during the suture of the facia, the needle pulled off. The needle was retrieved. It was also reported that the aponeurosis had to be pricked several times, but the patient had no consequences.